Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The same day as event onset, the patient was hospitalized and was treated with vancomycin injection (1gram, intravenous and ongoing) and megnaova injection (1 gram intravenous and ongoing). At the time of this report, the patient has recovered from the event. Pd catheter was removed and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.